Event description:
Country of complaint: (B)(6). First op / lw 5 on (B)(6) 2014. First check-up with x-ray on (B)(6) 2014. Check up indicated everything was o.k. CT scan completed (B)(6) 2015. Second check-up with x-ray (B)(6) 2015 indicated the rod was loose, and the screw nut had loosened and was in the patient. Metal removal completed (B)(6) 2015. Patient feels well as of (B)(6) 2015.

Manufacturer narrative:
Us reporting agent notified on: (B)(6) 2015. Manufacturing site investigation: evaluation on-going.